Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material coming out of the auxiliary water channel, water tightness was lost due to a pinhole in the channel, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of standard value, the adhesive on the bending section cover had a white-clouded area, the adhesive around the objective lens had a white clouded area, the adhesive around the light guide lens had a white clouded area, the nozzle was dirty, and the connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light guide lens on the evis exera iii colonovideoscope was scratched (cracked); this was due to the tip being hit during storage. There was no patient harm associated with the event. The device was returned and evaluated, and foreign matter was found in the sub water supply channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed.